Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed self-test and displacement test. Pump trace download analysis confirmed the insulin pump alarmed power error and low battery alert. The power management tool confirmed power error and low battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Device received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked retainer, faded serial number label, corroded battery tube and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had excessive battery consumption. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.